Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that with the instrument with lot 7755478 it is possible to cut under tension. It was also reported that an instrument with lot 8612713 cannot be used properly. This was noticed before surgery and there was no specific patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed. Two instruments where received in this complaint from the same customer. The second returned instrument is a ¿second generation¿ instrument and shows little / no marks on its moving parts which would indicate a limited use of the device. No screws are loose or other damages are identified. The second generation instrument was inspected and an application test with three implants was performed. The implants could be tensioned and cut as per the design intent. The complaint could not be replicated with the returned device as per the complaint description. There are no design related issues identified on the returned instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.